Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving fentanyl [50 mcg/ml] at a dose of 17.665 mcg/day and bupivacaine [30 mg/ml] at a dose of 10.599 mg/day via an implantable pump for post lumbar laminectomy syndrome and spinal pain. It was reported on (B)(6) 2016 that there was a pump alarm, motor stall, and withdrawal symptoms. It was noted that the patient heard the pump alarm at 3:15 am and presented at the managing physician¿s office at 8:00 am for a pump refill. There were no factors that they were aware of that may have led or contributed to the issue. The pump was interrogated on (B)(6) 2016 at 8:00 am as troubleshooting performed and showed that a motor stall occurred at 3:15 am. The patient was experiencing withdrawal symptoms of extreme sweating and intense pain. The patient was added to the operating room schedule and the pump was replaced that same day on (B)(6) 2016 as surgical intervention taken to resolve the issue. It was indicated that at the time of the report the patient status was ¿alive ¿ no injury¿ and that the issue was resolved.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.